Event description:
It was observed during the device inspection, that the duodenovideoscope had foreign material inside of the light guide lens and forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with correction to d8, d9 and update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. Additionally, no physical damage of the device was confirmed where the foreign material remained. It is likely humidity invaded the light guide -lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide -lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: the event can be detected in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Suggested event 2: foreign material adhered to the forceps elevator the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.